Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the lead began to become difficult to guide over the angioplasty wires. The lead was removed from the catheter. An attempt to load the lead from the terminal end was unsuccessful. Backloading the wire was "smooth" until the wire got near the terminal end, where it was met with more resistance. It was noted that multiple wires wereused. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted the analyst noted that the lead was designed with a permeable septum in the distal tip with allowed blood ingression to occur. This was not an out of specification condition. If information is provided in the future, a supplemental report will be issued.